Event description:
Additional information received reported that the patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. The patient noted that he ¿had to have second one of the devices removed¿ because of it malfunctioning and had emergency surgery because of it. It was noted that the patient also had to go to the emergency room twice because of issues with the device.

Event description:
It was reported that the patient went to the emergency room on the day of the report and was told that the device needed to be removed as soon as possible. It was noted that the patient was referred to the health care professional to have the device removed. The patient stated that the device was shocking him, moving around, flipped over twice and was causing him problems. It was noted that this all started in the prior week, either on (B)(6) 2014. The patient noted that he had been shocked twice recently. It was noted that the reflex sympathetic dystrophy (rsd) he had in his arm got more severe because of the weather, so he turned the ins back on 2 nights ago and was shocked again when bending down instead of squatting so the patient turned it back off again. It was noted that the patient had not had any falls or trauma. The patient noted that the stimulation was turned off. It was further noted that the patient had been to the emergency room twice and that he could only lay in bed. It was noted that the patient could not move because the ¿ongodly¿ pain in his neck where the leads were and on the left side of his body where the implantable neurostimulator (ins) was. It was so severe and getting progressively worse as the days went by. The patient noted that it hurt to even move or breathe and the device was moving all over. It was noted that the patient had some weight loss and had a temperature of 100 f. A computerized tomography (CT) scan was done and there was no infection per the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).